Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was observed with broken step off on the sear. This was observed by bd representatives during their site visit. There was no patient involvement. Devices were sent to biomed for repair. Devices will not be returned to bd.